Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified the screw was fractured on the neck with signs of use on both pieces. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth and was used for about 3 weeks. The customer did not provide any pictures or x-rays. Device history review (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as a fractured screw was identified during physical evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was not returned to palm beach gardens. Since the reported product has not been returned for investigation, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth and was used for an unknown duration. The customer did not provide any pictures or x-rays. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non verifiable as no objective evidence was provided towards the reported event. H3 other text: no product returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number and unique identifier (UDI) number are unknown / not provided. Email address was not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor indicated that the screw is fractured.